Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Access was obtained via the right radial artery. The 24mm in length and greater than 90% stenosed target lesion being treated was located in the moderately tortuous and moderately calcified right coronary artery. A 3.00x24mm promus element stent delivery system (sds) was being advanced when the guide catheter disengaged, the sds was pulled backwards and the stent dislodged from the delivery system. An unspecified semi-compliant balloon catheter was advanced to retrieve the stent; however, it could not be pulled back into the guide catheter. All of the devices were attempted to be removed as a unit and the stent was retracted to the introducer sheath, however, the stent could not pass through the sheath and was left in the right radial artery. Per the instruction of the vascular surgeon, the stent will remain in the right radial location unless it is causing problems. The patient will return for treatment of the target lesion at a later date. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).